Event description:
It was reported that the patient was asymptomatic. It was noted that intermittent undersensing, pacemaker mediated tachycardia, auto mode switching (ams) was observed on the pacemaker. Programming changes were made. The patient was not symptomatic and was being monitored.